Event description:
It was reported to philips that the device was intermittently acquiring leads ECG and then failed opcheck. No pt involvement or negative pt impact was reported.

Manufacturer narrative:
Pr#: (B)(4).